Manufacturer narrative:
(B)(4). Date sent: 5/13/2016. Pt info; relevant tests/lab data, other relevant history; concomitant medical products: information was not provided by the initial contact. Model and lot#; evaluation info: information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an appendectomy procedure, the bag tore after surgeon had placed appendix in bag and was attempting to pull the bag through the left lower abdominal port site. Resulted in surgeon manually pulling appendix through port site along with a small piece of plastic from the torn bag. There were no patient consequences reported. It is unknown how the case was completed.